Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.